Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image disappeared for few seconds while the unspecified electro surgical unit was activated and after that the endoscopic image restored without any operations during an unspecified procedure. The issue was occurred few times in the procedure. There was no report of patient injury associated with the event.